Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the flare was detached. The condition of the device rendered functional testing impossible. The product returned presented with the flare detached which caused the loop to fail to extend; complaint confirmed. However, there is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to open the snare, the snare loop failed to extend. No visible damage to the device was noted. The procedure was completed using a second rotatable small oval snare. No patient complications resulted from this event. The patient's condition following the procedure was reported to be "stable." This event has been deemed reportable based on the investigation results; flare detached.